Event description:
Alleged, the right intermediate siderail will not stay up and the patient fell out of bed. The nurse indicated, the patient was confused and did not sustain any injuries.

Manufacturer narrative:
The technician inspected the bed and found the siderail had to be pushed with some force to get it to latch. The technician disassembled, cleaned and lubricated the latch mechanism to repair the bed.